Manufacturer narrative:
Zimmer biomet complaint (B)(4). Date of event: (B)(6) 2021. Medical product: unknown. Therapy date: unknown. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is complete, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported by the sales that the patient stated she received her unit saturday afternoon. She attempted to use the stimulator saturday night but ended up having to take it off completely after a couple hours. The weirdest thing happened her foot was tingling at first then pulsating. After waking up many times with what felt pressure pain she turned on her bedroom light to discover her foot was very warm, a bit swollen and had an indentation. She took of the device went back to sleep and woke up with a normal foot in the morning. Yesterday she molded the coil towards the bottom of her foot and was able to wear it for the 10hrs but she's still experiencing tingling and swelling. The patient did not speak to her doctor and did not take any otc medication. The patient was not sent any new products.

Manufacturer narrative:
Corrections - b4: date of this report added, b5: updated the product was not returned for evaluation, d3: manufacturer address and email address, d4: UDI, g1: contact office and manufacturer site, g6: report type, h6: device code. Additional information - g3, h4: device manufacture date, h6: impact code, method, results, and conclusions, h10: additional narrative, h11. This follow-up report is being submitted to relay additional and corrected information. The device was not returned to (B)(6) medical for evaluation. The reported event was unable to be confirmed due to limited information received from the customer. The device history record was reviewed, and no discrepancies related to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. (B)(6) medical will continue to monitor for trends.

Event description:
It was reported by the sales that the patient stated she received her unit saturday afternoon. She attempted to use the stimulator saturday night but ended up having to take it off completely after a couple hours. The weirdest thing happened her foot was tingling at first then pulsating. After waking up many times with what felt pressure pain she turned on her bedroom light to discover her foot was very warm, a bit swollen and had an indentation. She took of the device went back to sleep and woke up with a normal foot in the morning. Yesterday she molded the coil towards the bottom of her foot and was able to wear it for the 10hrs but she's still experiencing tingling and swelling. The patient did not speak to her doctor and did not take any otc medication. The patient was not sent any new products. It was later reported that the patient could only wear the device during the day as it was very uncomfortable and kept her up at night. The patient stated she got minimal swelling and sharp pains and was unsure if they were associated with current weather changes. The patient also stated her toenails turn a little purple sometimes when using the device for a long period but not always. The patient was still experiencing tingling. She had been trying to elevate and wiggle toes a little while the device was on and tried to keep her foot warm and covered. The patient also started experiencing muscle twitches in her calf and quads only on the affected side. The patient noted it had been a long time since she experienced muscle twitches and used to get them a lot due to a previous back injury. The patient was unsure if this was another potential side effect of using this device. Towards the end of 10 hour treatment, the patient got anxious to take off the device but tried to relax as much as possible to finish treatment because by this time the patient felt aches and pains in her foot but not always. The patient wanted to keep trying with the device. No product was returned for evaluation.